Manufacturer narrative:
Fowler, foot end cover.

Event description:
It was reported by service report that the fowler would not stay up and foot end cover was broken with sharp edges. No pt involvement or adverse consequences are reported.